Event description:
On 25jan2023 the nalu team responsible for reporting became aware that a patient presented with infection. The patient presented to the physician with symptoms on or around (B)(6) 2023 and was prescribed antibiotics. There was no report of failure of the nalu system or components at that time.